Manufacturer narrative:
The device was not returned to the service center for the evaluation. The cause of the reported event could not be confirmed at this time. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides warning which states, "warning the output should always be verified outside the body cavity to avoid unintended tissue damage. Otherwise, tissues may be burnt."

Event description:
The service center received a sus voluntary event report # mw5086071, the report stated the patient received an approximate one inch burn directly below the umbilicus from the tip of the device following its use.